Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratch lcd lens, and a worn uso seal. A 'cassette not attached properly' alarm was found in the event history log. Functional testing was unable to duplicate the reported problem; however, the reported problem was verified in the ehl. The device had standard preventative maintenance performed. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed downstream occlusion calibration which was found during testing. There was no patient involvement.